Event description:
It was reported ¿the exact same thing happened.¿ it was unclear what was meant by the exact same thing. It was reported the device was removed six months after it was put in because the patient had a horrible experience.

Manufacturer narrative:
(B)(4).